Manufacturer narrative:
The service action (replacing the sample/reagent probe) resolved the issue. No further issues were reported after the service visit. The root cause was due to a wear problem (component failure).

Manufacturer narrative:
The tsh and ft4 reagents' lot number and expiration dates were not provided. The customer mentioned that they received multiple samp.s alarms. The field service engineer replaced the sample probes as preventative maintenance and adjusted their positions. He then monitored the liquid level detection voltage. He also performed different checks and confirmed that they were within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results about 1 patient sample not matching the patient's clinical condition when tested with elecsys tsh assay and elecsys ft4 assay on a cobas e411 immunoassay analyzer (rack system). Tsh: initial result: 0.020 uiu/ml. Repeat result: 0.867 uiu/ml. (Reference range: 0.50-5.00 uiu/ml). Ft4: initial result: 0.039 ng/dl. Repeat result: 1.31 ng/dl. (Reference range: 0.90-1.70 ng/dl).